Event description:
The following has been reported: biomed reported: maintenance alarm observed in ims. An initial review of the device logs reveals the following: tubing set problem (damaged ipc grommet) an active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
The complaint was confirmed, the ipc grommet showed signs of sticking and it was discovered the compression spring was becoming slightly bent. This was replaced and the sticking is no longer present.